Event description:
Reported received indicated that the balloon ruptured occurred during a percutaneous transluminal angiography. The target lesion was the superficial femoral artery (side and vessel size is unk). The access site was the knee posteriorly using a retrodgrade approach. There were severe calcification, no vessel tortuosity and 100% stenosis present. Instruction for use were followed during preparation and procedure. The guidewire was inserted across the lesion through the sheath introducer. The product was advanced towards the lesion over the guidewire and the balloon was inflated using an indeflator however the balloon ruptured at nominal pressure. There was no adverse consequence to the pt. No other procedural info available.